Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a starr injector and the trailing haptic was torn off by the injector. The lens was removed without enlarging the incision and another same model lens was inserted. Pt's post-op prognosis is good.